Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that swift and force features were not working on the integrated electrosurgical unit (iesu). Site replaced all instruments, but the issue was not resolved. Tse advised site to perform hard power cycle the iesu; however, site did not want to do the troubleshoot due to ongoing procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics' coordinator and obtained the following additional information: the iesu remained usable during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (mono coag swift and force not working) was confirmed and reproduced of erbe connected to system. Logs showed (25913 c-34/m-11 errors 4/08/2025.) Visual inspection:(the unit has no significant scratches of dents. The front bezel is in decent condition.) (C-34 errors on start. Error c-34/m-11 on mono coag force and swift settings) erbe unit that was placed on golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.